Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. No product was provided for investigation. Data was evaluated and the allegation was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. No product was provided for investigation. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.